Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# : (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 1732.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in for routine pump replacement and the catheter wouldn't aspirate. When the healthcare provider (hcp) investigated further they discovered that the catheter had sheared/broken in the back. Both the pump and catheter were replaced.